Event description:
It was reported that an interlink system y-type blood solution set's tubing separated from the spike after the unknown blood solution bag was hung. The spike remained in the bag; the blood leaked out of the bag onto the ground and onto the nurse. The nurse was exposed to the blood briefly; appropriate cleaning techniques were utilized. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual examination of the sample confirmed the reported problem and showed separation between the tubing and the spike coupler. Further examination revealed the cause of the reported condition was related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.